Event description:
I had the essure procedure done after my fourth child was born. My baby was born (B)(6) 2013. I have been bleeding for all but 2 weeks since the birth and procedure. The doctor put me on birth control to 'regulate my menstruating,' but it has not helped. Instead I have only had more problems. I have completely stopped taking birth control pills and I still have bleeding, pain, headaches, fatigue and dizziness. The nurse at the doctor's office where the procedure was done told me I need to have at least a partial hysterectomy since the device is now a part of the fallopian tubes and the uterus. I am still waiting to obtain more insurance as my husband's employer can only add me in (B)(6) 2013. I have family planning (B)(6), which will not cover a visit to the doctor to verify needing a hysterectomy as the doctor said over the phone. I do not have the money for this yet.